Event description:
Patient presented to their physician for a clinic visit due to an unrelated health condition. Imaging was performed, which showed that the sensor tip had migrated into the pleural space. An inspire physician reviewed the imaging and confirmed the findings. Due to the potential risk of patient injury, the physician brought the patient into the or, explanted the ipg and sensing lead, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.